Event description:
It was reported that the nurse stated that the arctic sun device has not been cooling patient. They have been getting alerts. Tried disconnecting and reconnecting pads and even swapped out to a new set, but alert 113 (reduced water temperature control) kept returning. Patient temperature (pt) was 38c, targeted temperature (tt) was 36c, water temperature (wt) was 30c, water flow rate (wfr) was 2.4 l/m. 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.8c, inlet temperature (t3) was 29.8c, chiller temperature (t4) was 3c, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7.6psi, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 2, system hours were 4641.6 and pump hours were 3243.6. Advised they need to swap out to an alternate device and send this one to biomed labeled alert 113. Per sample evaluation results received via task on (B)(6) 2024, it was reported that the arctic sun device was primed to fill. Three tank seals were torn. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the circulation pump outlet hose no longer holds the diverter in place due to expansion and was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device has not been cooling patient. They have been getting alerts. Tried disconnecting and reconnecting pads and even swapped out to a new set, but alert 113 (reduced water temperature control) kept returning. Patient temperature (pt) was 38c, targeted temperature (tt) was 36c, water temperature (wt) was 30c, water flow rate (wfr) was 2.4 l/m. 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.8c, inlet temperature (t3) was 29.8c, chiller temperature (t4) was 3c, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7.6psi, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 2, system hours were 4641.6 and pump hours were 3243.6. Advised they need to swap out to an alternate device and send this one to biomed labeled alert 113. Per sample evaluation results received via task on 16dec2024, it was reported that the arctic sun device was primed to fill. Three tank seals were torn.